Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was in the 200s mg/dl and a correction bolus was used to address the bg level. The alarm was cleared and insulin delivery was resumed.